Manufacturer narrative:
Patient age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occured. The 90% stenosed and calcified target lesion was located in the moderately tortuous right anterior tibial artery. A 1.5x20mm coyote es balloon catheter was advanced to dilate the lesion. Upon inflation at 4 atmospheres, the balloon ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with a 2mmx20mm non bsc balloon and a 2.5mmx150mm coyote balloon catheter. No patient complications were reported and the patient's status is good.